Manufacturer narrative:
Evaluation summary: patient weight, activity level and build are not known. Exact cause for current situation is not known. Evaluation: no product or x-ray were returned for evaluation. Device history records indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 2006. Post-op, the patient fell and the device dislocated. The following month, the surgeon corrected the dislocation with a closed reduction, and fixed it with a brace. The device remains implanted.